Event description:
In this case, a 27mm aortic valve was explanted after an implant duration of approximately 3 months due to unknown reasons. The explanted device was replaced with the same model and size device. Information was learned through our implant patient registry and no other details were provided.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: there are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care provider, we are unable to investigate into the root cause for this event.

Manufacturer narrative:
(B)(4). Based on the additional information provided by the health-care provider (hcp), the patient had a recurring infective endocarditis. On (B)(6) 2013, the patient underwent a fourth valve replacement due to prosthetic valve endocarditis. The subject valve had multiple vegetations on it. It was removed and the annulus was debrided. The valve was replaced with a 25mm edwards bioprosthesis valve. Subsequently, the patient has done well and his latest valve is functioning normally. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this cases, the patient had a recurring infective endocarditis, source of endocarditis was not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.